Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's doctor that he was in the hospital due to high blood glucose levels. The customer's blood glucose reading was unknown. The doctor wanted information on how to troubleshoot. The caller was advised on how to troubleshoot. No further details were provided.